Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced a low blood glucose of 66 mg/dl that lasted approximately 5¿10 minutes and was treated with oral glucose from a half can of soda, after which glucose returned to range; the event occurred during routine use and the user did not announce meals, which is their normal practice. Symptoms included none reported. Outcomes included resolution of hypoglycemia with self-treatment and no hospitalization. Investigation included customer interview and troubleshooting with education regarding low glucose management. Investigation of this case revealed no device malfunction reported and no contributory device component issue identified, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.